Event description:
Ge carescape bedside bx50 series monitors will cause 'no events to log' to the event log on a v2 cscs central station if an ongoing alarm is put in pause condition at the bedside monitor. Failing to create a event marker to point to the disclosure wave data, seriously hinders a clinicians ability to rapidly locate historical ECG data. Manufacturer response for ECG vital signs monitoring, carescape monitoring (per site reporter): we have had discussions with the manufacturer regarding our concern for missing data. The manufacturer does not necessarily agree with our assertion that 'failing to log' events has implications for patient safety. Manufacturer states that the devices are operating as designed.

Event description:
Ge carescape bedside bx50 series monitors will cause 'no events to log' to the event log on a v2 cscs central station if an ongoing alarm is put in pause condition at the bedside monitor. Failing to create a event marker to point to the disclosure wave data, seriously hinders a clinicians ability to rapidly locate historical ECG data. Manufacturer response for ECG vital signs monitoring, carescape monitoring (per site reporter). ====================== we have had discussions with the manufacturer regarding our concern for missing data. The manufacturer does not necessarily agree with our assertion that 'failing to log' events has implications for patient safety. Manufacturer states that the devices are operating as designed.